Manufacturer narrative:
The manufacturing location for this product is (B)(4) this site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4)has been listed in report and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a nurse received a dirty needle stick, due to the failed needle retraction of a bd microtainer® contact-activated lancet. There were no reported medical interventions.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that a nurse received a dirty needle stick, due to the failed needle retraction of a bd microtainer contact-activated lancet. There were no reported medical interventions.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to retraction of the lancet blade as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Investigation conclusion: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a nurse received a dirty needle stick, due to the failed needle retraction of a bd microtainer® contact-activated lancet. There were no reported medical interventions.

Event description:
It was reported that a nurse received a dirty needle stick, due to the failed needle retraction of a bd microtainer® contact-activated lancet. There were no reported medical interventions.

Manufacturer narrative:
Additional information: medwatch detail report #2243072-2018-01024.

Event description:
It was reported that a nurse received a dirty needle stick, due to the failed needle retraction of a bd microtainer contact-activated lancet. There were no reported medical interventions.

Manufacturer narrative:
FDA notified is unknown.